Event description:
There was an allegation of questionable sodium (na) and chloride (cl) results for 4 patient samples on a cobas ise neo 1800 analytical unit. On (B)(6) 2026, sample 1 had an initial na result of 155.7 mmol/l. The repeat result was 141.5 mmol/l. On (B)(6) 2026, sample 2 had an initial na result of 154.2 mmol/l and an initial cl result of 115.3 mmol/l. The repeat na results were 138 mmol/l, 138.7 mmol/l, and 139.2 mmol/l and the repeat cl result was 102 mmol/l. On (B)(6) 2026, sample 3 had an initial na result of 157.2 mmol/l. The sample was repeated twice on another module and the results were 140 mmol/l and 141 mmol/l. On (B)(6) 2026, sample 4 had an initial na result of 156 mmol/l. The sample was repeated and the result was 142.9 mmol/l the sample was also repeated on another module and the result was 143.6 mmol/l.

Manufacturer narrative:
The electrode information was not provided. The field service engineer (fse) replaced the sipper and vacuum needle, observed crystallization on the reference electrodes and cleaned them, replaced both dilution cups, adjusted the sample probe, adjusted the vacuum and sipper nozzle heights, and performed ise checks. The customer performed precision testing successfully. The investigation is ongoing.

Manufacturer narrative:
The alarm trace showed 334 abnormal aspiration alarms in the month prior to the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.